Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in a coronary artery. A 4.00x16mm promus premier drug-eluting stent was delivered through a guidezilla guide extension catheter. However, the stent was caught on the guide extension catheter and was pushed up to the end. The procedure was completed using another stent. No patient complications were reported and the patient's status was stable.